Event description:
It was reported that the patient had a revision surgery for a spectra concealable penile prosthesis (spp) device due to unspecified reasons. An inflatable penile prosthesis (ipp) device was implanted. No patient complications were reported in relation to this event.